Event description:
It was reported that the customer was experiencing high blood glucose levels (323 mg/dl). Customer took a food bolus to stabilize blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.